Event description:
Caller states that the inform base unit has damaged connector pins, and there are signs of melting in the plastic housing around the pins. No adverse event reported. Requested return of suspect device, and replacement was sent.